Event description:
It was reported that a replacement ventilator just like the one that was replaced, didn't show the inspiration/expiration parameters while it was connected to a patient. There was no patient harm. Manufacturer reference#:(B)(4).

Manufacturer narrative:
No parts were returned therefore the investigation only consists of an evaluation of the received ventilator¿s log files. The date of the event contains 2 ventilation periods. The first period was very short and lasted 1½ minutes. It contains a technical error in the expiratory cassette and several alarms that indicate a large leakage. The second lasted 2 hours and 17 minutes. It contains expiratory flow measuring error and zero flow in exp cassette out of limits technical alarms. Thera also several expiratory minute volume low, respiratory rate high and a few inspiratory flow overrange alarms. The 2 pre-use checks (puc) that were performed 6 days after the event failed the flow transducer test. The expiratory cassette measured zero in flow. The logs however show that it had passed the pre-use check 7 days before the event. Our conclusion is that the problem was caused by the expiratory cassette. The zero flow measuring during puc and the low minute volume alarms indicate measuring error. This is also supported with the information that it was the expiratory values and curves that were affected. A faulty expiratory cassette will affect expiratory flow measurement but it will not affect the set ventilation parameters to the patient. The alarm inspiratory flow overrange indicating a large leakage is not caused by the expiratory cassette. The expiratory cassette could have been faulty or wet leading to the measuring error but the true cause has not been determined.

Event description:
(B)(4).